Event description:
A malfunction alarm with code malf 16 was reported, and the issue persisted after attempting to reset the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted with resetting the pump, but the malfunction reoccurred, leading to a decision to replace the pump.